Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by wataru ando, kengo yamamoto, takashi atsumi, satoshi tamaoki, kazuhiro oinuma, hideaki shiratsuchi, hirohiko tokunaga, yutaka inaba, naomi kobayashi, masaharu aihara and kenji ohzono. Device remains implanted.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study", which aimed to investigate potential advantages of magnum group compared to conventional group terms of range of motion, dislocation while maintaining the same function improvement and pain reduction and to investigate metal ion release in asia population. A patient identified in the article experienced elevated metal ion levels approximately twelve months post-implantation. Further patient outcome is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event occurred in (B)(6). It has been indicated that the product will not be returned to zimmer biomet, as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 1825034-2016-02995 & 1825034-2017-02231. (B)(4).

Event description:
A patient identified in the journal article experienced elevated metal ion levels approximately twelve months post-implantation. Further patient outcome is unknown. No additional patient consequences were reported.